Event description:
(B)(6), cvor coordinator of (B)(6) hospital claimed that a pulmonary valve that was implanted fractured, but the surgeon repaired it.

Manufacturer narrative:
(B)(6), cvor coordinator of (B)(6) hospital claimed that a pulmonary valve that was implanted fractured, but the surgeon repaired it. There is no indication that an error or deficiency occurred at cryolife. It is likely that the damage occurred at the user facility; cryolife personnel are trained to properly handle cryopreserved allografts and no errors or deficiencies were found in the processing record reviews. The instructions for use states, "cryopreserved allografts are fragile and must be handled with care while in the frozen state to avoid causing damage to the allograft" and "cardiac allografts are human biological tissues and, as such present considerable anatomical variation. Specific allograft attributes (representing normal variation) and donor-specific information is described in the allograft diagram and the certificate of assurance supplied with each allograft."

Event description:
(B)(6), cvor coordinator of (B)(6) hospital claimed that a pulmonary valve that was implanted fractured, but the surgeon repaired it.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.